Event description:
A customer contacted stryker to report that the device would not allow to change the energy setting, therefore defibrillation charge was inoperative. As a result, defibrillation therapy would not be available if needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Section h3 device evaluated by mfg has been updated. It was informed that the customer was trying to do dual sequential shock using lifepak 35 and lifepak 15. The reported issue was not able to be duplicated and verified. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The root cause of the reported issue was due to user error.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the device would not allow to change the energy setting, therefore defibrillation charge was inoperative. As a result, defibrillation therapy would not be available if needed. There were no reports of harm to the patient as a result of the reported event.